Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and noted an anomalous patient notifier component. The cause of the field event was due to an anomalous patient notifier component.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine check-up, it was discovered the patient notifier could not be detected by the patient. In-clinic testing before and after a programming change was made confirmed the notifier anomaly. It was recommended to examine the session records. No further information is available.

Event description:
New information received states the device was electively replaced for reaching elective replacement indicator. No adverse consequences were detected.